Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a bolus would start and stop due to a motor issue with the pump. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported due to the motor issue allegedly interfering with bolus delivery.

Manufacturer narrative:
The device has been returned and evaluated by product analysis on 12/21/2017 with the following findings: a review of the black box and alarm history showed a cs 078 call service alarm. This alarm was duplicated during the investigation. The pump failed the 24 hour basal program test and the rewind, load, and prime test because of the alarm. The pump was opened and there was moisture corrosion found to the motor flex. During visual inspection of the pump, it was observed that the battery compartment and the returned battery cap were undamaged. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.